Event description:
The customer reported the bending section cover was leaking and the angulation was reduced when preparing the subject device for use. The device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the reportable malfunction identified by service (foreign material in the nozzle). There was no harm or user injury reported due to the event.

Manufacturer narrative:
As described, the suspect device was returned to olympus for evaluation. During inspection and testing, foreign material was found in the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the presence of foreign matter was due to inadequate reprocessing. A definitive root cause could not be identified. The device's instruction manual provides the following regarding preparation and inspection by which the user can properly detect the event: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." The device's reprocessing manual provides the following warning, which may help to reduce/prevent the occurrence of the event: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure". The device's reprocessing manual provides the following caution: "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw [air/water] channel cleaning adapter (mh-948) after each patient procedure." The reprocessing manual contains the following regarding manually cleaning the endoscope and accessories: "- immerse the endoscope in the detergent solution. - thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. - flush the air/water channel with detergent solution. - remove detergent solution from all channels." Regarding presoaking the endoscope: "if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." In addition to the foreign material found in the nozzle, service found the following: the light guide connector was deformed, the bending cover was cut, there was a burr on the nozzle, the plastic distal end cover was dirty and dented, the objective lens had a chip, the light guide lens was discolored, the adhesive on the bending cover was detached, the connecting tube was discolored, scratched, and wrinkled, the control unit was dirty, the cord was discolored, the video cable was scratched and discolored, the video connector case was scratched. Due to wear of the angle wire, the bending angle in the up/down/left/right direction did not meet specification, the neutral position of the angle knob was out of the specified position, and the play of the up-down/right-left knob was out of specification. There were shadows on the image due to damage on the charge-coupled device unit, and water removal capability was out of specification due to clogging of the nozzle. Olympus will continue to monitor the field performance for this device.